Event description:
The customer reported erratic prostate-specific antigen (psa) results, for one patient, involving the access 2 immunoassay system. The patient previously had an elevated result of 6.25ng/ml, above the normal range of the assay, one year prior (normal range = 0.0 to 4.0ng/ml). The customer repeated the sample in triplicate after centrifugation. The customer requested additional sample from the patient; there has been no report of new patient results. The erratic results were not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) determined the main pipettor service loop cable required replacement and replaced the pipettor service loop cable. The fse performed pipettor alignments and a passing high sensitivity system check. The instrument conformed to the manufacturer's published performance specifications.